Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 407 mg/dl. The other relevant blood glucose level was 372 mg/dl, 329 mg/dl, 178 mg/dl. The customer was treated with lemon juice and stevia drops for blood glucose values. The troubleshooting was not performed for high blood glucose values. It was not stated that the customer was using the auto mode feature of the pump. The insulin pump will not be returned for the analysis.